Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's infection. In addition, we cannot confirm the reported needle mechanism failure or determine its root cause. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Using the pod 5 / page 54. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Using the pod 5 / page 43. Warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to: wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Living with diabetes 9 / page 108. Inspect the infusion site daily. At least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat. Warning: if an infusion site shows signs of infection; immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider.

Event description:
Patient¿s mother reported that the needle failed to retract, indicating a needle mechanism failure had occurred. Patient had worn the pod for over 48 hours, but she was complaining of pain at the insertion site. When the pod was removed, patient¿s mother reportedly noticed an infection forming at the insertion site. Patient went to the doctor the following day and was prescribed (B)(6), an antibiotic cream, which was used to treat her infection. There were no noted changes in the patient¿s blood glucose (bg) levels.

Manufacturer narrative:
The received device had the cannula assembly fully deployed, but the needle was not retracted. Upon removing the top and bottom housing, the needle was observed to have been dislodged from the slide retract indicating a manufacturing assembly issue. The device lot completed sterility within specification. No issues were noted that would cause an infection at the infusion site.